Event description:
On (B)(6) 2016, information was received from a consumer regarding a (B)(6) year-old, female patient who was receiving hydromorphone 50mg/ml at 12.767 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient was due for a refill the week before (approximately (B)(6) 2016) with an alarm date of (B)(6) 2016; however, the patient's physician was arrested and the office was closed. The patient had missed their scheduled refill. The patient didn't hear her pump alarm until the morning of (B)(6) 2016. The patient was terrified of what was going to happen to her pump. The patient had been calling other healthcare providers (hcp), but had no luck finding one.

Event description:
Additional information was received from a consumer. The patient was able to see their managing physician to get the pump refilled. The pump alarm was sounding because the pump was low.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.